Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). A1: no patient specific details have been provided. Therefore, the patient identifier reflect the tgr study subject ID, the identifier is abbreviated due to a max. Character length limit in this field. H6, - investigation is still ongoing. Preliminary results are not yet available. The device is not accessible to gore as it remains implanted, therefore no product evaluation can be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore over imedidata database on january 15, 2026: ae 1 - infection and late fatal outcome. On (B)(6) 2025, this 69-year-old female patient underwent the first part of a staged endovascular procedure for a thoracoabdominal aortic aneurysm. The patient was treated with a gore® tag® thoracic branch endoprosthesis (aortic component) device in the aortic arch and a gore® tag® thoracic branch endoprosthesis side branch component device in the left subclavian artery. The sites were accessed percutaneously on the right and cut-down on the left brachial. There were no access-related complications. The delivery and deployment was successful. The devices are on the intended locations and retrieval of the delivery system was uneventful. A type ia endoleak was observed at the conclusion of the procedure. The patient discharged home from the hospital on (B)(6) 2025. On (B)(6) 2025, the patient underwent the second part of the staged procedure in which an abdominal aortic extender device was implanted. No further information is available of this extender device. On (B)(6) 2025, the patient had a cta which showed a endoleak type ia at the gore® tag® thoracic branch endoprosthesis (aortic component). There was no loss of patency of the gore devices. In addition, the gore imaging specialist have seen there is a type ii endoleak from the celiac artery that is retrograde filling the aneurysmal sac. The patient was discharged from the hospital on (B)(6) 2025. The physician also stated that there was no endoleak type ia observed post-procedure. On (B)(6) 2025, additional information was received and the physician stated that a planned intervention is required, there was a proximal extension with a valiant¿ thoracic stent graft 46mm over the left common carotid artery after a right common carotid artery to left common carotid artery to left subclavian artery bypass and occlusion of the tbe side branch. The patient tolerated the procedure. All previous implanted devices remained in the patient. On (B)(6) 2025, the patient was diagnosed with an infection at the gore aortic component and medical treatment was started on same day with antibiotics. However, the antibiotic treatment started but it was not sufficiently working. Reportedly, the antibiotic therapy continued and was not resolving the infection, further it has developed an aki (acute kidney injury) which was diagnosed on (B)(6) 2025. This acute kidney injury has been reported by physician and was attributed to the antibiotics therapy. Despite antibiotic adjustments, the infection remained uncontrolled, and the aki did not resolve. Persistent infection and ongoing organ deterioration, and eventual transition to palliative care led to the patient¿s death on (B)(6) 2025. Regarding to the infection it was additionally reported that multiple blood tests were performed, with blood cultures positive for enterococcus faecalis (a common bacterium). The most likely sources of infection were suspected to be the appendix, or an urinary tract infection (uti). Therefore, the physician stated that the infection is not believed to be caused by the gore devices and also the date of death had been a long time period between the implant dates until the fatal outcome.